Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed by an approved business partner and attributed to a faulty front panel membrane. The front panel membrane was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.